Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during programming of a heparin infusion the clinician overrode a soft max alert on the pump. As a result the infusion was started at a rate of 251ml/hr (25,1000 units/hr) causing an over infusion of heparin. The customer has requested a review of the logs to see where the soft max was overridden. Although requested no additional information was provided. There was patient involvement however impact is unknown.